Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check (puc). Our field service engineer has investigated the reported machine on site. The pressure transducer printed circuit board (pcb) has been replaced to resolve the issue and sent back for investigation. The logs provided confirm the reported failure of the internal leakage test during puc and also show the failure of the pressure transducer test. The returned pressure transducer pcb has been tested in a ventilator. The pre-use check failed with internal leakage and pressure transducer tests. The pressure sensor has been tested with a multimeter. The voltage at zero pressure was normal. However, the wheatstone bridge for the sensor bonding points shows a major drift. Microscopic examination showed visual evidence of contamination or staining on the back of the pcb and traces of contamination or liquid on the luer connector. The source or the type of liquid is unknown.

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name: - previous brand name: servo-I, - corrected brand name: servo-I base unit . D4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: 907646